Event description:
The hospital reported that they had a loss of image during an ercp procedure and the pt was perforated. The hospital reported the doctor had been approximately one hour into the procedure when the screen went black. The doctor manipulated the scope and the nurses checked the connections while the scope was still inside the pt. After an undisclosed amount of time, the doctor removed the scope and the nurses further manipulated the scope and re-checked all the connections. Approximately four minutes upon removal of the scope from the pt the image came back. The doctor then reportedly re-inserted the scope and completed the procedure. The hospital reported they discovered later on that same day that the pt had been perforated. The pt was admitted to the intensive care unit (ICU) where a chest tube was placed in the pt. The pt had reportedly been recovering fine and was later discharged.